Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open orange (+5v), brown (-5v), lead 1- and lead 2- wires. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A u.s. Distributor reported that a patient was experiencing adjust belt messages.